Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: screws have been discarded by the hospital and cannot be returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: revision surgery was performed due to a broken tfna nail. Concomitant device reported: helical blade (part # 04.038.410s, lot # h806929, quantity 1), unknown end caps (part # unknown, lot # unknown, quantity 1), pfna a~¸10 long r 130a^° l400 sst (part number: 02.027.230s, lot #: 2l58941, quantity: 1). This complaint involves one (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. X-ray review: the received picture confirm the issue as per event description, that the tfna nail is proximal broken off as well two distal locking screws broken; the complaint therefore has been determined to be confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update to concomitant device reported: helical blade (part # 04.038.410s, lot # h806929, quantity 1), end caps (part number unknown, lot unknown, quantity 1), pfna a~¸10 long r 130a^° l400 sst (part number 02.027.230s, lot 2l58941, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(4) reports an event as follows: it was reported that on (B)(6) 2020 that a revision operation was performed due to a broken trochanteric fixation nail advanced (tfna) nail. The revision was completed successfully. Concomitant device reported: helical blade (part # 04.038.410s, lot # h806929, quantity 1). Unknown locking screws (part # unknown, lot # unknown, quantity unknown). Unknown end caps (part # unknown, lot # unknown, quantity 1). This report is for one unknown locking screw. This is report 3 of 3 for (B)(4).